Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor glucose versus blood glucose large differential. Customer advised the sensor alerted threshold suspend. Customer's blood glucose was 115 mg/dl. Customer's sensor glucose level was 49 mg/dl. The sensor glucose and blood glucose readings have been off by over 50 points. Troubleshooting for sensor glucose and blood glucose was performed. Customer was advised to call back if they decided to remove the sensor in order to get a replacement. Customer was advised to try the suggestions recommended for properly using a sensor. Customer's blood glucose level went as low as 43 mg/dl due to not eating their meal.